Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, impedance spike (within normal limits), high capture threshold and failure to capture. Additional lead measurements were taken which verified the initial reported observations. Subsequently the patient underwent a revision procedure, and the rv lead was surgically abandoned, a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A product analysis could not be performed due to lead being surgically abandoned. Product record reviews did not identify a product quality issue or patient harm. Analysis of available information did not identify a specific complaint cause.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, impedance spike (within normal limits), high capture threshold and failure to capture. Additional lead measurements were taken which verified the initial reported observations. Subsequently the patient underwent a revision procedure, and the rv lead was surgically abandoned, a new lead was successfully implanted. No additional adverse patient effects were reported.